Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No adverse consequences no medical intervention and no clinically significant surgical delay.